Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 9680001-2018-00117, 2030404-2018-00060, 3008452825-2018-00272, 2182269-2018-00102, 3005334138-2018-00250. During a pulmonary vein isolation procedure, an effusion occurred. While mapping and ablating in the vein of marshall (epicardially), an effusion was noted and confirmed via intracardiac echo. The procedure was completed with no intervention required and the patient was discharged the following day. There were no performance issues with any abbott devices.